Event description:
[Redacted date] (B)(6). Teleflex iabp catheter rupture following high pressure alarm. No reason to expect issues (calcified aorta, difficult insertion, etc.) Teleflex iapb console (B)(6). Rediguard iab catheter (B)(6). Previous incident not reported in medsun re: teleflex iabp on [redacted date] patient with iabp in place l groin. When rn in room turning patient blood was noticed at site of iabp connection to arrow 6" tubing connection for arterial line. Rn attempted to secure tubing, but noticed middle piece was broken off and stuck in catheter. Broken piece was removed with tweezers and replace transducer tubing. No harm to patient or further monitoring required. Teleflex notified. Lot#/serial# not provided. Manufacturer response for iabp, (brand not provided) (per site reporter).